Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check. Upon interrogation, it was noted the longevity was 4.8 months and 2.50v. The patient was seen in (B)(6) 2017 and the battery was showing 3 years with 2.57v. Abbott technical service discussed the midlife on the battery and indicated that the longevity estimate provided by the programmer at previous follow-up overestimated the device longevity. The patient was stable and will continue to be monitored.